Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax during product returned analysis. It was initially reported by the customer a sensor error and when the catheter was pulled out from the heart a crack was suspected as it seemed that blood had accumulated in the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The issues were resolved by changing the catheter for another one and the procedure was completed. There was no patient consequence. The customer¿s reported issues of sensor error is not MDR reportable since the catheter cannot be used and must be replaced. The reported foreign material inside the tip of the catheter was also assessed as not reportable since there was no confirmation of external damage and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. Product evaluation on (B)(6) 2020 found blood was inside the pebax and a hole in the pebax. This finding of a hole in the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on (B)(6)2020 and reassessed it as MDR reportable.

Manufacturer narrative:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax during product returned analysis. On 12/20/2020, additional information was received clarifying that there were no sensor errors. Device evaluation details: the device evaluation has been completed. Upon receipt, the catheter was visually inspected and it was found with a hole at the pebax and reddish material inside of the pebax. Sensor functionality was tested on carto 3 system and the catheter was found working in specifications. Also, compatibility with stockert generator was tested and the catheter passed the specifications. No problems were detected, catheter passed the testing specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The issue did not represent any patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).